Event description:
It was reported that a venous closure of a right common femoral vein was attempted with a proglide device after an ablation interventional procedure using an 8.5f sheath. Reportedly after foot deployment, when the device was pulled back to place against the vessel wall, the plunger was pulled accidentally and the plunger came out of the device body. The plunger was re-inserted into the device, and then pushed down; however, the suture was not present when the plunger was removed. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Medical device problem code (B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly the plunger was re-inserted. It should be noted that the electronic perclose proglide instructions for use (IFU) states, ¿do not use the perclose proglide suture mediated closure device or accessory if the packaging or sterile barrier has been previously opened or damaged or if the components appear to be damaged or defective. Additionally, the pre-close technique was not used when closing with a sheath greater than 8f. The IFU states: for sheath sizes greater than 8f, at least one device and the pre-close technique is required. These IFU deviations would not have contributed to the reported difficulties. Reportedly, the plunger was pulled instead of pressed. It should be noted that the IFU states: use your other hand to deploy needles by pushing on the plunger assembly (in the direction marked #2) until you visually confirm that the collar of the plunger makes contact with the proximal end of the body. Do not use excessive force or repeatedly push the plunger assembly. After visually confirming contact with the body of the device only one time, this step is complete. Using your thumb as a fulcrum on the handle, gently disengage the needles by pulling the plunger assembly back (in the direction marked #3) and completely remove the plunger and needles from the body of the device. This IFU deviation contributed to the reported needle to cuff miss. The reported difficulties and subsequent treatment appear to be related to use error. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6: medical device problem code 1430 removed.